Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital after receiving shocks. The device was interrogated, and the patient was noted to be in a ventricular tachycardia storm. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed the device deliver eight shocks in attempt to convert the rhythm. The shocks would slow down the rhythm rate, however the ventricular arrhythmia was persistent, and the rate would rise again. Therapy was considered to be appropriate. The therapy was exhausted. Further review of one of the shocks showed a code 1005 which indicated open circuit condition was triggered due to high out of range shock impedance measurements on the right ventricular (rv) lead was recorded. The physician believed the cause was due to rv lead fracture. Subsequently, a revision procedure was performed, where the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.